Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damaged on electronic assembly. Unexpected restart test wasn't performed due to frozen display. The device had moisture damaged found on motor assembly. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed unexpected restart while she was watching tv. She didn't know her blood glucose level. Troubleshooting was performed and customer stated a new battery was inserted an hour prior to the alarm occurring. Customer was advised to monitor the device while the replacement device arrived. She agreed to return the device for analysis.